Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that while revising the system, high outputs for the left ventricular (lv) lead were observed due to high threshold measurements. All possible vectors were checked and the programmed configuration of ring to coil was relatively the best one. The lv lead impedance trend was stable, and no fracture of the lv lead was suspected. Therefore, it was assumed that the high threshold measurements were due to anatomy/patient condition. The thresholds were the same after replacing the rv lead, so the suspected rv lead fracture of the previous lead didn't have any impact on the lv lead threshold.

Manufacturer narrative:
Continuation of d10: dtmb2d4 crt-d implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture, and the lead exhibited high, varying defibrillation impedances and noise. The rv lead was capped and replaced. It was also noted that the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.